Event description:
The device remained on patient for 2 hours without any signs of bleeding or hematoma. At 12:15pm, the air was decreased 2 notches at a time as per protocol. After all the air was removed, tracelet was removed from the wrist and oozing was noted. Manual pressure was applied to the site and the cath lab called to assist. Right wrist developed a smal 1"x2" ecchymosis over the access site with small amount of blood oozing. A different device was applied to control bleeding. This is a recurring problem with this device at this facility.